Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days following the initial implant, a pericardial effusion was noted, and drainage was performed. At the time, the patient's liver was damaged, and the patient went into shock. The patient recovered, but subsequently developed heart failure, and a perforation was discovered at the tip of the atrial lead. The patient was recovered, but due to a combination of severe aortic stenosis and a drop in blood pressure, the patient passed away.

Event description:
It was reported that a few days following the initial implant, a pericardial effusion was noted, and drainage was performed. At the time, the patient's liver was damaged, and the patient went into shock. The patient recovered, but subsequently developed heart failure, and a perforation was discovered at the tip of the atrial lead, resulting in tamponade. The patient was recovered, but due to a combination of severe aortic stenosis and a drop in blood pressure, the patient passed away.

Manufacturer narrative:
Corrected information: sex, date of birth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.